Event description:
Report received from (B)(6) indicating that the device intermittently alarmed severe occlusion. Reportedly, the alarm had occurred during a previous shift. The pt airway was checked, the ventilator tubing was checked for h2o (water) buildup. The pt was suctioned and then "bagged". Additional info stated "patent drug paralyzed but still alarming so ventilator changed with nil problems since pt ventilation briefly interrupted during alarm 5s with slight rise in etco2 (end tidal carbon dioxide) but o2 (oxygen) sats (saturation) remained 100%". Though requested, additional info has not yet been received. Should additional info become available, a supplemental report will be submitted.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and could not duplicate the reported malfunction. No parts were replaced. The cse performed all the calibrations, the extended self-test (est), short self-test (sst) and the performance verification test (pvt); the device operated within the MFR specifications. (B)(4).